Event description:
Related to MFR report # 2183959-2012-00571. Related to MFR report # 2183959-2012-00574. On (B)(6) 2010, a miniarc suburethral sling was implanted. The procedures also performed during surgery were a graft revision from previous mesh implants, vaginal adhesion release, wound revision with skin advancement flap, and a cystoscopy. It was reported that, "as a result of having the products" implanted in her, she has experienced significant mental and physical pain and suffering, has sustained permanent injury, physical deformity, has undergone and will undergo corrective surgery, and has suffered personal injuries and emotional distress.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and f/u report will be sent.